Manufacturer narrative:
(B)(4).

Event description:
It was reported that error message and several rv lead noise as vf episodes were observed. The lead was capped and replaced. The patient was doing well before and after the procedure.